Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving an unknown drug via an implantable infusion pump for an unknown indication for use. It was reported that the hcp's medical assistant (ma) introduced air into the pump. The ma then filled the pump with about 10ml of drug (possibly bupivacaine). The hcp reported that they then went to aspirate the pump and pulled out 11ml of cloudy fluid. The reservoir volume showed 2.1ml on the programmer and the logs showed no anomalies. No symptoms were reported. No further complications were anticipated/reported.

Event description:
Additional information was received from a healthcare professional. It was reported that the bupivacaine was what cause the cloudy aspirate. It was reported that the medication was not dispensed in a timely manner. The bupivacaine was removed from the pump and the patient will no longer receive this drug. The patient's weight was (B)(6). No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.